Manufacturer narrative:
Additional information: b2, b5, b7 and h6. B5: upon follow up it was reported the patient was hospitalized for an unspecified infection and another indication on an unreported date. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported the patient did not experience suspected peritonitis or peritonitis at all. Prophylactic antibiotic treatment was given. On an unknown date, the antibiotic treatment was discontinued. At the time of this report, the patient was recovered from cloudy pd effluent and abdominal pain. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b7. B5: upon follow up, it was reported on an unreported date, the patient was discharged and recovered from an unspecified infection. The patient was treated with unknown treatment for unspecified infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced suspected peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The day after diagnosis, the patient began treatment with vancomycin injection (500 mg/ in 5 days/ intraperitoneal) and gentamicin injection (30mg/ once daily/ intraperitoneal) for suspected peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.